Manufacturer narrative:
The customer was released from the hospital on (B)(6) 2015. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, and elevated blood glucose (bg) levels in the 300s mg/dl. Elevated bgs were treated. While hospitalized, the customer was treated via intravenous drip, and manual injections. System check could not be performed, as the customer was disconnected from the pump at the time of the call.